Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer received a no delivery alarm. The customer stated he had received six no delivery alarms in one week. The customer stated that the cannula was straight. The customer's blood glucose was 333 mg/dl. Troubleshooting was done. Advised to assemble a new infusion set and reservoir. The customer stated that insulin did not exit during the manual prime. Advised the insulin pump needed to be replaced. Advised the customer to revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.